Event description:
It was reported that a patient underwent anesthesia for a gynecological procedure in 2008. At that time, it was noted that the drive cable was broken off in the motor drive unit, and that the front cpc connector was also broken. A second motor drive unit was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. It was found that the lid screw is missing, the cpc connector is broken off, and a loose part was rattling around inside the unit. Upon opening the unit, it was found that the loose part rattling around inside was the back cpc washer and broken nut. Evaluation indicates possible customer abuse due to missing hardware. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.